Manufacturer narrative:
(B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator, the unit displays ventilator inoperable, motor fault, and high peak inspiratory pressure alarms. The customer reported the turbine differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed, the reported issue was confirmed, and able to be duplicated. The turbine differential transducer (pt 800) was faulty and not calibrating the zero point. The exhalation differential pressure transducer (pt 802) is beginning to shift. This issue will be internally investigated within vyaire.